Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as chronic low back pain. Consumer reported their ¿controller was broken.¿ the patient reported the cover came off the battery pack. Their ins wouldn't charge and they were in bad pain. No further complications reported/anticipated.

Manufacturer narrative:
Product ID 97745bp lot# (B)(4) serial# implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that a replacement battery was received and the issue about the ins not ch arging was resolved.